Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error, no image on screen and the universal cord was sticky. A root cause could not be identified. Based on the results of the investigation, the cause of the unknown scope communication error was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an unknown scope communication error. The issue occurred during inspection for use (prior to patient use). There were no reports of patient involvement.